Event description:
It was reported that an intraocular lens (iol) not centered in a patient¿s left eye and an anterior vitrectomy was performed. The lens was removed, and a non-johnson & johnson lens was used as a replacement. No other interventions were indicated. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: feb 28, 2022 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection revealed that the lens was received cut in half. Based on the return condition of the lens, no further evaluation could be performed. No defects that could contribute to visual issues were observed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.